Manufacturer narrative:
The field service engineer (fse) adjusted the mixers, bleached the reagent lines, and checked the reagent probe washing, gear pump, and wash levels. Qc was performed successfully. It was determined that the root cause of the event is consistent with reagent pipetting line contamination. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable crpl4 c-reactive protein gen.4 results for 8 patient samples on a cobas 8000 c702 module. The initial results were reported outside of the laboratory. The customer was prompted to repeat patient samples due to ongoing qc issues. For sample 1, the initial crpl4 result was 139.2. The repeat result was 98.3. For sample 2, the initial crpl4 result was 187.3. The repeat result was 142.8. For sample 3, the initial crpl4 result was 60.0. The repeat result was 45.7. For sample 4, the initial crpl4 result was 98.4. The repeat result was 74.6. For sample 5, the initial crpl4 result was 61.6. The repeat result was 46.4. For sample 6, the initial crpl4 result was 104.2. The repeat result was 75.5. For sample 7, the initial crpl4 result was 77.4. The repeat result was 55.7. For sample 8, the initial crpl4 result was 106.9. The repeat result was 73.6. The repeat results were deemed correct. The units of measurement were requested but not provided. The reagent lot number is 66136001 and the expiration date is 30-sep-2023.